Event description:
The pt underwent heart catheterization three weeks prior. She went in for reprogramming of her device afterward and was still in pain from the procedure so could not give accurate feedback for the programming. She was able to increase the stimulation and feel it through it felt like it was then by the sciatic nerve. The outcome is unk. Further info is being requested from the hcp.

Manufacturer narrative:
(B)(4).